Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 803:07 which interrupted delivery was confirmed during product evaluation in the pump's event history. This condition was caused by the blue slide clamp being left in the channel. The blue slide clamp was removed from the pumphead module channel to correct the reported condition. A service history review revealed that this device was previously serviced for the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem.? The root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 803:07, which was reported to have occurred in the intensive care unit and interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.